Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer returned a meshgraft ii device for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number 13162 as documented in the repair reports in livelink. Initial qa inspection of the meshgraft ii revealed minor cosmetic damage to the device including stains and discoloration. The cutter blade was discolored and appeared to be worn. The test mesh was performed and passed. The ratchet handle appeared to ratchet normally. The calibration was out of specifications but still produced a passing sample mesh. Repair of the meshgraft ii was performed by zimmer biomet surgical which included replacement of the worn cutter, roller and side plates. The meshgraft ii was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non verifiable during the initial inspection the service technician unable to duplicate the reported event. However, it was found that the minor cosmetic damage to the device including stains and discoloration. The cutter blade was discolored and appeared to be worn. The test mesh was performed and passed. The ratchet handle appeared to ratchet normally. The calibration was out of specifications but still produced a passing sample mesh. The root cause of the reported event was non verifiable since during the initial inspection the technician could not replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the worn cutter, roller and side plates. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The meshgraft ii was repaired, tested and returned to the customer.

Event description:
It was reported that during surgery the skin did not have perforations on it, but was still smooth after going through the mesher. No additional grafts were required. No adverse events were reported as a result of this malfunction.